Event description:
It is reported that a customer was assisted by emt for low blood glucose. The customer's blood glucose was at 60 mg/dl at the time of the call. The customer said that she had a lot of incidents happen to her but can not remember them well. The customer was treated for her blood glucose at her home. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.